Event description:
A zoll distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor displayed code 203 indicating a pulse test failure. During testing, the monitor delivered low energy pulses. Upon eval, the u16 and u18 components were producing an improper output. The cause of the inability output. The root cause of the improper output cannot be positively identified. No adverse event resulted from the defective monitor.